Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Blood glucose was 370 mg/dl at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Device received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, device was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test .